Event description:
It was reported that the system 9800md displayed "joystick error" each time upon initialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction was verified. The joystick will have to be replaced. No further problems are anticipated following replacement.